Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. Technical services (ts) reviewed the stored data and recommended for a commanded shock test to be performed to further evaluate lead integrity. At this time, the rv lead remains in service. No additional adverse patient effects were reported.